Event description:
While wearing the external equipment, the patient reportedly experienced a decrease in performance and sound quality issues. The patient was seen at the center. External equipment was exchanged. However, the problem was not resolved. In 2006, the patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was functioning. A decision was made to explant the patient's device. Surgery to explant the patient's device has been scheduled.